Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time, the pump was programmed to deliver an unspecified medication. No specific pump programming parameters were provided. After an unspecified length of time, it was reported that the pump reportedly malfunctioned and was reportedly delivering at a faster rate than programmed. No specific event details were provided; however, there was no reported adverse pt effect. No medical interventions were required. Multiple unsuccessful attempts have been made to obtain additional info including the specific event date.

Manufacturer narrative:
The device is expected to be returned for testing and investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.